Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
CT scan indicated an inappropriate placement of the electrode array. A re-implantation surgery took place on (B)(6) 2018. Five channels were found extra-cochlear at explantation. Recipient is doing well with new device.

Manufacturer narrative:
Conclusions: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during device investigation are most likely related to the explantation surgery. According to the available information, the device was explanted due to exposure of the electrode in the external ear canal and migration. The surgical procedure performed at implantation was a transmeatal surgical approach, which is known to bear the risk of electrode extrusion into the ear canal. In addition the active electrode array migrated postoperatively outside of the cochlea, as confirmed by diagnostic imaging; this was reportedly due to the electrode lead fixation method. Furthermore it was possible to shift the implant housing before removal, which is also most likely related to an inadequate fixation of the implant. The reported shifting of the implant house housing might have contributed to the electrode migration as well. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
According to the incident report from the clinic, a free lying cochlear implant electrode and migration from the cochlea were observed on (B)(6) 2018 during visit at the clinic. A re-implantation surgery took place on (B)(6) 2018. According to further information received and device explant form, the electrode lead was lying in the outer ear canal. A transmeatal surgical approach was used at implantation and the electrode lead was not in a channel. The electrode lead was visibly damaged prior to device removal. Also, the device could be shifted sideways when palpated before removal. Finally, five channels were found extra-cochlear at explantation.